Event description:
During an orif of the right ankle surgeon had placed the screws and k-wire. Surgeon was drilling and the drill bit broke off in the pt's ankle. An x-ray confirmed the piece and it was too near a screw to remove. The piece of the drill bit remains in the pt's ankle.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.